Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring with the minute ventilation termination algorithm on the rv channel that was over sensed by the device. Possible spring contact challenges were considered. The rv lead is a non-bsc lead. The pacemaker remains in service and the issue was resolved according to the field representative. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring with the minute ventilation termination algorithm on the rv channel that was over sensed by the device. Possible spring contact challenges were considered. The rv lead is a non-bsc lead. The pacemaker remains in service and the issue was resolved according to the field representative. No adverse patient effects were reported.